Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information . Event date is an estimate.

Event description:
It was reported that the patient was scheduled for surgery. The reason for the procedure is still unknown at this time.

Event description:
Additional information received indicated that the patient's ipg was inoperable prior to replacement. As result, the ipg was explanted and replaced on 9dec2021 resolving the issue.